Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from belgium that the electric pen drive device worked continuously once the cable was plugged into the console even without pressing the "on" button. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit, electrical fault (mainboard), handpiece was running by itself, marking on the housing, machine and tool coupling were worn out. It was also noted that the device failed pre-test for general condition, marking & labeling, function with test hand switch and function with foot pedal. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.